Event description:
A nurse at the user facility reported that during intraocular lens (iol) implant surgery, the iol would not go through the initial incision. The surgeon felt the iol 'was not right' and used a second iol. The incision was enlarged to accomodate the second iol.